Event description:
A malfunction was reported on the pump, and it displayed a non-resettable code identified by malfunction code 16. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to send a replacement pump, ensuring it had updated software. Customer did not have a backup insulin therapy available and planned to contact their healthcare provider.